Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report that while priming the set, the reservoir kept priming and was stuck on fill tubing. The insulin kept coming out after letting go of the act button. The insulin units went from 200 to 80. The customer's blood glucose level was 160 mg/dl. The customer declined to troubleshoot. The customer was advised to discard the item and discontinue use of the insulin pump. The customer was advised to revert to a back-up plan. The product was not returned for analysis.